Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned for evaluation, but the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In section d: device avail. For eval and date returned has been updated in this report. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.